Manufacturer narrative:
H4: the lot was manufactured from july 18, 2022 - july 19, 2022. H10: the device was received for evaluation. Visual inspections with the naked eye and with magnification were performed on the device with no issues observed. Inspection of the device did not reveal a brown mark on the lead of the valve set. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set had a brown mark on the lead of the valve set. This was identified before use. There was no patient involvement. No additional information is available.